Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced during evaluation. The reported downstream occlusion alarms were verified through a review of the event history log however, the multiple downstream occlusion alarms found in the history log may have been true alarms. Evaluation determined the symptom to be caused by out specification force sensor current readings. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downward occlusion with blood infusing and line was infused or draws back. The tube was checked and ensured proper distance. Tubing was removed and placed back in pump and was turned off or on several times. The pump displayed constant downward occlusion when turned on during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.